Event description:
Device history record was reviewed, no event linked with the reported issue was found. No device history log available, not applicable for this type of complaint. The device was repaired locally by the mu according to the process in the technical manual. The device spart part power supply board was returned to our laboratory for analysis. Upon reception, the device was submitted to a visual check. The visual check confirmed the damaged power supply board. The root cause of this reported event could likely be a fall of the device. To our knowledge this complaint is not being related to patient safety. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "the customer sent the pump to us for servicing. At the service, it turned out that the power supply board was damaged - incorrect connection of pins to the board caused the pins to detach." Reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.